Event description:
It was reported by the affiliate that during a lobectomy procedure, the clips were not loaded normally and were malformed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.